Manufacturer narrative:
Report late due to transition from vmsr program.

Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 07-aug-2019 with the following findings: investigation revealed the display lens was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (damaged) issue. It was reported that the display screen was scratched. Troubleshooting was unable to be completed and therefore customer technical support was unable to confirm if screen was able to be read safely. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a report shall be submitted, if necessary. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.